Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer¿s blood glucose level were 432 mg/dl, 376 mg/dl, 317 mg/dl, 266 mg/dl, 240 mg/dl, 163 mg/dl, 96 mg/dl and 67 mg/dl. Customer¿s other blood glucose level was 177 mg/dl, 186 mg/dl, 216 mg/dl and 306 mg/dl. Customer was unable to troubleshooting for high and low blood glucose level. Customer also stated that they were sick and had flu. The insulin pump will not be returned for analysis.